Event description:
Pt had plif at l4-l5 with infuse bone graft/vertebral body spacer (vbs), supplemented with posterior instrumentation. Pt did wll clinically for the first 4 or so weeks, then developed increasingly painful back, to point of severe pain where only bed rest would be tolerated. CT scan taken approx 5 weeks post op showed resorption of site of bone grafting (but not at site of vbs). A reoperation was performed approx 6 weeks post op. Original graft cleared out on lateral sides of vbs but not in between. Re-packed with fresh iliac graft from opposite crest. The pt's back pain was reported to be resolved. Pathology report of biopsied tissue stated "the biopsies show evidence of active new bone formation with mineralization, as well as cartilage proliferation." It is unk if the infuse bone graft contributed to the reported event.